Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device's component broke off into the patient, the component still in patient. The surgeon tried to find the component in the stomach and did not find after an hours.